Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during an ipg revision procedure on (B)(6) 2019 (reference MFR. Report# 1627487-2019-03608), the patient's lead may have been inadvertently cut. It was stated the lead reflected high impedance values on multiple lead contacts. As such, the patient underwent surgical intervention on (B)(6) 2019, where the scs system was explanted and replaced. Reportedly, the patient has effective therapy following the procedure and the issue is resolved.